Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unknown cause. The customer's report of a leak was confirmed. Visual inspection of the set noted a puncture in the tubing. No other damages or any issues were observed with the rest of the received set. Functional and pressure testing was performed. The set was reprimed with water and a leak was immediately observed from the damaged tubing area. While submerged underwater, a leak was observed from the cut at less than 1 psi. The pressure was increased up to 30 psi. No other leaks from anywhere else. The root cause of the damage was not identified.

Event description:
The customer reported that the primary IV set leaked due to puncture in the tubing. No patient harm or medical intervention occurred.